Manufacturer narrative:
D3: correction. D9: 06-feb-2025. H3: one device was received for evaluation. Visual inspection was unable to verify or confirm the reported mismatching serial number issue. The serial number label as well as the serial number during bootup were identical. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of the alarm history found no error alarms.

Event description:
It was reported that with the device during testing there were mismatching internal and external serial numbers. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.